Event description:
It was reported that during the implant attempt, the lead was tight in the introducer and noted that the coil appearance to be "abnormal". The separation on the lead was likely happened inside the introducer. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted there were defib conductor distorted, inner tubing kinked/buckled, blood in/on helix/lobe mechanism, and analysis visual noted damaged at implanted.